Event description:
It was reported image became foggy during use, a backup device was used.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [foggy] was confirmed. According to henke: scope has been evaluated as a level 3 repair due to the distal tip and fiber damage,broken lens,dents and scratches along the bent needle. The complaint has been confirmed. The image became foggy and is due to customer use and or/ handling. Probably root cause for this failure is: the image became foggy and is due to customer use and or/ handling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin:(B)(4).

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported image became foggy during use, a backup device was used.